Event description:
It was reported that the pt bent over on (B)(6) 2011 and suddenly lost stimulation. The pt programmer was displaying three green lights but the pt was unable to decrease or increase stimulation. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).